Event description:
It was reported that bd -intima-ii 24gax0.75in prn slm--broken needle when used in internal medicine, the needle core broke and a claim was required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormality is found in the process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample is received for relevant tests, and the use of the sample is unknown, so the root cause of the needle break cannot be determined. The plant will continue to track and trend the issue.

Event description:
No additional information.